Event description:
A report was received that the patients ipg feels warm. It was noted that the physician will be doing a complete blood panel to make sure that there is no infection. The patient will undergo a pocket revision procedure.